Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced dizziness and fell. The device exit site began to bleed. An electrocardiogram (ECG) revealed no rhythm disturbances. An echocardiogram (echo) and x-ray were also performed and were determined to be unremarkable. There was no active bleeding during hospitalization. The account changed the patient's dressing. No further information was provided.

Event description:
Information provided indicated that changes were made to the patient¿s medication regimen and his exit site dressing was changed. The patient inr and ptt were noted to be 1.8 and 33.4 seconds, respectively. There was reportedly no active bleeding during the patient¿s hospitalization. The major bleeding event was considered resolved/recovered on (B)(6) 2019.